Manufacturer narrative:
The complainant was unable to report the lot number, therefore the manufacture date and expiration date are unknown. (B)(4) captures the reportable event of cutting wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they went to bow the sphincterotome, it was noticed that the cutting wire broke off and separated away from the catheter. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they went to bow the sphincterotome, it was noticed that the cutting wire broke off and separated away from the catheter. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number, therefore the manufacture date and expiration date are unknown. Block d4 : based on analysis of the returned device, block d4 (model number, catalog number, unique identifier (UDI) #) have been updated. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, the distal section was found torn from the end of the c-channel to the distal tip. The complaint was consistent with the reported event of cutting wire broke. According to the product analysis, the cutting wire of the returned product was found broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted. Additionally, the working length was torn at the end of the c-channel, suggesting that the guide wire was not removed properly. Therefore, the most probable cause of this complaint is adverse event related to procedure, since it is the most likely that the adverse event occurred during the procedure and the device had no influence on the event.